Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced diaphragmatic stimulation which caused intermittent abdominal discomfort and "jumping". Reprogramming was performed which resolved the stimulation. The lead remains in use. No further patient complications have been reported as a result of this event. The patient was a participant in the attain success study.